Event description:
The pt reported a loss of therapeutic effect after experiencing a shocking or jolting sensation while turning on device. The pt stated the jolting sensation dropped him to his knees. The pt's current status is fair. The pt also reported not being able to adjust the stimulation. The pt has been checking his device every week but is not getting any stimulation or response from either of his devices. Add'l information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l information is received.